Manufacturer narrative:
Patient identifier: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a otorhinolaryngology open procedure, while suturing the tissue, the absorbable suture needle was broken. There was no patient injury.